Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3.h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however; the most probable cause is identified as the cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a colonoscopy with polyp removal, a perforation occurred. This occurred during the use of the olympus generator and a non-olympus polypectomy snare. The customer believes the cause is not related to the integrity of the device, but to be 100% sure, they are sending the device for repair. Additional information indicated that the customer stated the event was caused by incorrect operation by the doctor and not a problem with the device. Additional information has been requested for clarification; however, it is not available at this time.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.